Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that they had a patient whose device was attempted to be removed and unfortunately the lead broke and fragmented lead remains insitu. The patient does not have another ins just the partial lead remaining.